Manufacturer narrative:
The covidien customer service engineer (cse) evaluated the unit, and verified the malfunction. The cse replaced the top membrane switch, and it was observed to be operating within manufacturing specifications. (B)(4).

Event description:
It was reported by a customer in (B)(6) that, during pt use, the ht70 ventilator light emitting diode (led) for the alarm silence/reset button was intermittently blinking. The pt was transferred to another ventilator. There was no reported pt injury.